Manufacturer narrative:
A company service representative evaluated the iabp. He observed error codes f7/f0 when attempting to power up the iabp, and replaced the front end board (part number 0670-00-0769). The board has been returned to the factory for evaluation. A supplemental report will be submitted when the evaluation of the board is completed. The device history record (DHR) for the iabp involved in the event has been reviewed. There are no non-conformances noted in the DHR related to the reported event. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp failed to power up. The iabp was not in the cart. A symbol on the lower screen was turning clockwise and the "maquet" symbol on the upper screen was lit. The customer restarted the iabp after 3 to 4 minutes and received the same result. The customer restarted the iabp a total of 4 times. On the last restart, the iabp powered up correctly. Therapy was initiated using the same iabp. No patient injury was reported.